Event description:
The product was applied during a shoulder repair procedure. The needle broke. The surgeon applied another suture to complete the procedure. The hospital has reported that the needle tip remained in the pt.